Manufacturer narrative:
Pump passed the unexpected restart error test and displacement test. No unexpected restart error alarm noted during testing. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window, cracked battery tube threads and corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed user-settings in flash are corrupt. The customer's blood glucose was unknown at the time of incident. The insulin pump will be replaced. The insulin pump will be returned for analysis.